Event description:
After the leads were inserted into the header on this pacemaker and tightened down, normal functioning was observed. However, once the device was placed in the pocket, the device would "not communicate". Therefore, the device was not implanted.

Manufacturer narrative:
September 10, 2009the analysis on this device is pending.

Manufacturer narrative:
The analysis on this device is pending. (B) (4) in further communications with the field, "not communicating" meant that the real time electrogram would not initiate. The device was within specifications and there was no problem interrogating the device. The analysis showed that a threshold test was performed, and the device switched to standby mode due to an inadequate management of internal data programmer software. This inadequate management has been corrected in a newer version of programming software. (B) (4)

Event description:
After the leads were inserted into the header on this pacemaker and tightened down, normal functioning was observed. However, once the device was placed in the pocket, the device would not communicate. Therefore, the device was not implanted.